Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. The blood glucose reading was 820 mg/dl. The customer had received a no delivery alarm each time he attempted to prime the insulin pump, prior to this event. The infusion set cannula had been bent and the set fell out. The alarm had not occurred during the time of the bent cannula. The customer was treated with intravenous fluids and discharged after two days. The drive support cap appeared normal. The customer declined further troubleshooting and was advised on proper insertion of the infusion set. The insulin pump was not returned or replaced.